Event description:
It was reported that there was concern this subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting premature battery depletion, as the remaining longevity dropped from 15% remaining in (B)(6) 2020 to 5% remaining in (B)(6) 2021. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was concern this subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting premature battery depletion, as the remaining longevity dropped from 15% remaining in (B)(6) 2020 to 5% remaining in (B)(6) 2021. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.